Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2013 . The patient was revised on (B)(6) 2015 due to pain, loosening and infection.

Manufacturer narrative:
It was discovered with the supplemental information that the product previously reported as durom us acetabular component was not correct. The actual product is a trabecular shell and this case will be further reported under the new case (B)(4) from zimmer (B)(4). Zimmer will invalidate this case from the system as zimmer (B)(4) is not the manufacturer of the product. Please invalidate this case from your system. (B)(4).